Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.